Event description:
Customer called to report damage to the insulin pump. Customer reported that the insulin pump was dropped and has a partial display. Customer's blood glucose reading was 176 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked and bleeding display glass. The functional testing could not be performed due to the missing segments. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.